Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that a male patient underwent a sialendoscopy. The physician attempted to remove a stone with the basket; however, the basket went to the papilla and the physician struggled to remove the stone. The physician pulled hard and the basket broke, leaving a piece of the basket and the stone in the patient. The patient massaged the stone and basket fragment out of the duct a few days later.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, manufacturing instructions, and quality control was conducted during the investigation. The device was not returned to assist in the investigation and the lot number was not provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the information provided and the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.